Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined to have been caused by a faulty main board. No abnormality was found in appearance of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The distributor reported to olympus, a ¿buzzer-like¿ sound was heard when using the high flow insufflation unit during an unknown procedure. The panel display also disappeared completely. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information obtained from the reporter (refer to b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined that the most likely cause of the failure was a faulty main board. The investigation was unable to determine the root cause of the board failure. Olympus will continue to monitor the field performance of this device.

Event description:
The device was inspected before use. The failure was observed during a therapeutic procedure. No additional treatment or surgery was needed as a result. The procedure was completed with the same device. It was restored by turning on the power again. There was no delay in the procedure.